Event description:
It was reported that the lead was oversensing far p-waves and was not capturing. Patient received inappropriate high voltage therapy as a result. X-ray confirmed dislodgement. As such the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.